Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with mdrs: 2029214-2020-00433, 2029214-2020-00434. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil prematurely detached. It was reported that the patient was planned to be treated with coils and onyx 18 and 34. The coils were intended to be placed with the 017 catheter to create a plug proximal to the onyx injection site. The first coil chosen was too large, and when they pulled back to remove, the coil was no longer attached. They had to remove it from the catheter by advancing another coil. An apollo catheter was in place distal to the coil mass. The onyx 18 and 34 were both injected effectively, not allowing onyx to reflux proximal to the marker. When the catheter was withdrawn, it would not move. Constant pressure was applied, but the distal tip did not detach. The physician stated they were concerned as they had never had to apply so much pressure and considered cutting at the groin. The constant pressure eventually released the catheter, and the tip was still intact. The coil was implanted at the intended site. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). A continuous flush was administered during the procedure. The pushwire was not bent or broken. There was no friction during delivery. The physician repositioned the coil, and did not attempt to detach the coil. The patient was undergoing treatment for a left frontal arteriovenous malformation. The vessel tortuosity and blood flow were normal. There was no vasospasm. Ancillary devices include a 017 catheter and apollo microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the detached coil was implanted by pushing another coil through the catheter. It was noted the coil was too large, but it did not cause any issues with the patient outcome.